Event description:
Per the clinic, the patient developed an infection at the abutment site. The abutment was removed and the symptoms resolved. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.